Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed while the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that after a nurse pushed the onboard battery into the freedom driver, neither onboard battery would latch in place.

Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, in an attempt to reproduce the customer-reported issue, a battery exchange test was conducted. There were no indications of any abnormal working conditions of the driver during battery insertion or removal. During investigation testing, the customer-reported issue of both batteries being able to be removed was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.